Manufacturer narrative:
Analysis received the unit with intermittent button response due to flattened dome switch. There were no ramping numbers noted on the display. There was no moisture damage found on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was unknown at the time of incident. The customer stated there is fluid in the reservoir compartment and under the lcd display. The customer stated that the numbers were ramping on their own. She stated the scroll bar is moving up or down with no input from the user. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.